Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm. Customer also stated the alarm occurred during a bolus delivery. Customer could not recall any significant events leading to the alarm. Troubleshooting found the customer was able to rewind the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.